Event description:
It was reported that when using the bd pyxis¿ medbank tower cabinet was found turned off. The customer stated that this malfunction occurred while dispensing the medication.there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-nov-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the cabinet was down. The technical support specialist (tss) instructed the customer to turn all-in-one (aio) on using the power button to resolve the issue. The system functioned as intended after the technical support specialist investigated the device.